Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) over 600 mg/dl and blurry vision. Reportedly, customer was using novolog supplies for over 72 hours. Bg was treated by customer via a supply change, correction bolus, and a manual injection. Once at the ER, reportedly customer did not receive additional treatment as bg levels were lowering. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.